Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped to the customer on (B)(6) 2015. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. A direct relationship between the device and the reported event could not be conclusively determined through this investigation. Due to privacy laws restrictions, the account was not able to provide you any further information for the case since the customer will not share any kind of patient related information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The patient's cause of death was unable to be provided due to privacy law restrictions. The device was not explanted and an autopsy was not performed. The patient's death was not considered to be device related, and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.